Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false reactive advia centaur (B)(6) test result and insufficient pt sample available for further investigation. The instrument is performing within specs. No further eval of the device is required.

Event description:
A confirmed false reactive advia centaur xp (B)(6) result was obtained by the customer and questioned by the physician. The pt was redrawn and the repeat (B)(6) test result was non reactive. There was no known report of pt treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) assay result.